Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that vitrectomy malfunction occurred with cutting being reduced and suction also highly reduced (weak suction) during vitrectomy-retinal surgery for retro hyaloid hemorrhage with traction membranes in diabetes patient. Another cassette was opened to take a new vitrectomy probe. Although the vitrectome came into contact with the patient's eye but there was no impact to the patient.

Manufacturer narrative:
No technical inquiries were received from the customer. One opened probe, with tip protector, in a tray was received. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and nonconforming for cut. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Needle was not bent however the inner cutter is bent. Gouge marks observed at the bend area and one another location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported actuation failure. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation does not confirm the returned probe had an aspiration failure; the evaluation confirms the returned probe had a cut failure. A potential contributor factor for the cut failure is the observed bent inner cutter observed on returned probe. How and when the inner cutter for returned sample became bent cannot be determined; however, a manufacturing related root cause cannot be ruled out. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as probe was conforming for aspiration. A non-conformance record was initiated related to the bent inner cutter. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).